Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be conclusively determined. Review of the submitted log files could not confirm the reported low flow alarms, and a specific cause for the low flow events could not conclusively be determined through this evaluation. The controller event log file contained data from on (B)(6) 2020. The log file captured multiple pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The pump speed was stable for the duration of the log file, and appeared to show the pump operating as intended. There were no unusual events or alarms recorded. It was reported that the patient was admitted for ventricular tachycardia. The patient reported low flow alarms during the night three times that week with pi events when changing position. It was reported that the patient was comfortable when admitted. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ventricular tachycardia. The patient reports low flow alarms during the nights of that week. A log file analysis was performed and found no low flows, however it was reported that they could have been overwritten by the frequently occurring pi events. It was reported that the patient was comfortable and eating a sandwich when they were admitted.